Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that the patient reported receiving an early sensor expiration notice. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product.